Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions. A getinge field safety engineer was dispatched to investigate the unit. The fse found power supply shorted once unit was seated into cart. Replaced kit, cable, cart to backplane, cable,pneu mod to backplane, cart power supply and missing cart panel. Replaced scroll compressor and mufflers, 9vbattery and o-ring. Completed pm including all functional and safety tests as per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) unit will not power on. There was no patient involvement reported.